Event description:
It was reported this balloon ruptured at ten atmospheres during deployment of a stent in the left renal artery. Following balloon rupture a segment of the balloon material detached in the pt. Another balloon catheter was used to successfully complete the procedure. Following the procedure thrombus was noted in the left superficial femoral artery and the pt experienced pain in the right groin and left leg discomfort. It was indicated the pt was monitored for this condition. However, no further info regarding treatment for the pt or if any attempts were made to retrieve the detached balloon material have become available.